Manufacturer narrative:
(B)(4). Customer report source was subsequently contacted and the following additional information was received: the prostar device was inserted into an 8.9 millimeter mildly calcified and mildly tortuous right common femoral artery over a 6-french sized sheath. After suture deployment, the access site was dilated to a 20-french size. Reportedly, it was believed that the occlusion was caused by suturing too much laterally. The patient hospital stay was not extended as a result of the product experience. There was no adverse patient sequela reported. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Reportedly the common femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the prostar xl pvs system have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4).it is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
User facility medwatch report received from a non-abbott study that states: "femoral obstruction [femoral artery occlusion]- an (B)(6) patient received bivalirudin a 0.75 mg/kg intravenous (IV) bolus for transcatheter aortic valve implantation (tavi) on (B)(6) 2012 at 14:29 and experienced medically significant obstruction during a procedure at 14:52. Relevant medical history was not specified. Relevant concomitant medications included acetylsalicylate lysinemetoprotol (kardegic) 75 mg orally for anticoagulation, ongoing, furosemide (lasillix) 40 mg orally for diuretic therapy, ongoing, and nebivolol (tement) 5 mg for beta blocking, ongoing. On (B)(6) 2012, the patient underwent tavi and received bivalirudin 0.75mg/kg IV bolus at 14:29 followed by an infusion of 1.75 mg/kg/hr from 14:30 to 14.52. On (B)(6) 2012, at 14:52 during the tavi, the patient experienced a right femoral obstruction after closure with prostar closure device. Therapeutic measures taken as a result of the event included treatment with balloon dilation. Additionally, the bivalirudin infusion was increased to 2 mg/kg/hr from 15:05 to 15:14. On (B)(6) 2012, the event was considered resolved. Action taken to study drug whose dose increased. The investigators casualty assessment to bivalirudin was unrelated. The most likely cause of the event was the prostar closure device."